Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (packing coil), non-penumbra coils, and a non-penumbra microcatheter. The physician successfully placed non-penumbra coils and packing coils into the target location. While advancing the next packing coil through the microcatheter, the physician experienced resistance, and decided to retract the packing coil. While retracting the packing coil, the embolization coil unintentionally detached. The microcatheter containing the detached embolization coil was removed from the patient. The procedure ended at this point. There was no report of an adverse affect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coils (packing coil) confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position inside the pusher assembly distal tip, and the embolization coil was detached and had offset coil winds. If the packing coil is advanced against resistance, damage such as offset coil winds may occur. Subsequently, if the packing coil is retracted against resistance, the pusher assembly may elongate and allow the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. The offset coil winds may have contributed to resistance during retraction. Further evaluation revealed bends along the length of the pusher assembly. This damage was incidental to the complaint and may have occurred during packaging for return. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.